Event description:
Customer called to report that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 371 mg/dl. Customer reports the alarm was resolved by a complete set change. Customer will return the reservoir and infusion set for analysis. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.